Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A replacement unit was used from an accessory kit but that also had the same problem with the short port. They opened another accessory kit to complete the procedure. The hospital did not report any pt complications. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection of the returned device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly and remained inflated. The valve did not back out of the luer fitting. The reported complaint is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B) (4).